Event description:
Male infant on ECMO . Infant received approximately 40ml of heparin via syringe pump, instead of 0.4ml. The medication was heparin 100u/ml. Patient had elevated act levels, but no apparent bleeding and no change in cranial ultrasond. Heparin discontinued temporarily until act levels returned to normal.